Event description:
It was reported that during device upgrade, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced. Patient was doing fine.

Manufacturer narrative:
External insulation abrasion was noted at 16.2-16.5cm from the distal tip, consistent with lead friction to the another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.1cm from the distal tip. Internal insulation abrasion was noted at 15.2-16.6cm, 18.0-18.3cm, and 19.5-19.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.